Event description:
Information was received from a patient who with an implantable pump for non-malignant pain. It was reported that their pump was alarming every 10 minutes. They stated the pump needed to be refilled. The patient also stated they contacted their healthcare provider (hcp) and were advised to contact patient services. The patient stated that the pump had begun signaling and mentioned they were about to have the pump removed because they had been redirected from one place to another. They were tired of the beeping inside their body, and that it was driving them crazy. The agent reviewed pump alarm information and redirected the patient to their hcp. The patient called back the next day and reported that the pump alarm went off because the pump reservoir was empty. The patient did not know what drug was in the pump, but the noise was coming from the pump. It was getting very irritating for the patient. The patient w anted to know what they could do to get their medicine into the pump since there was no one to refill the pump. The patient also wanted to know how to get the alarm to stop. The patient mentioned that their doctor was going on vacation on monday, and they might have to go a whole week working with the noise that irritates them. The patient was was redirected to their healthcare provider (hcp) for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.